Manufacturer narrative:
(B)(4). Potential lot numbers: 71f18k0109, 71f18j2029 and 71f18h1058.

Event description:
The customer reports that the distal lumen was blocked. The physician withdrew the catheter and re-inserted again, but the issue remained.

Manufacturer narrative:
(B)(4). The customer returned one catheter and syringe for evaluation. Visual examination did not reveal any defects or anomalies. The returned catheter was flushed using a lab inventory water-filled syringe. No blockages or leaks were detected. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "indwelling catheters should be routinely inspected for desired flow rate, security of dressing, correct catheter position and for secure luer-lock connection. Use centimeter markings to identify if the catheter position has changed. " the customer report of an extension line blockage could not be confirmed by complaint investigation of the returned sample. The catheter passed all visual and functional testing, and a device history record review was performed with no relevant findings. No problem was found with the returned sample. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the distal lumen was blocked. The physician withdrew the catheter and re-inserted again, but the issue remained.